Event description:
On (B)(6) 2013, it was reported that the keypad buttons were intermittently unresponsive. Reporter reports buttons are sticky. This complaint is being reported because the issue remained unresolved at the time of trouble shooting. There is no indication that the product issue caused or contributed to an adverse event

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation could not duplicate the report of sticky buttons. All keypad buttons responded appropriately to button presses. The keypad cover was found to be intact with no evidence of peeling or damage. There was evidence of contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.